Event description:
The ge oec stenoscop fluoroscopy system was reported to have a damaged power cord.

Manufacturer narrative:
A ge oec service rep investigated the issue and found broken wires in the power plug that was removed and replaced. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.